Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump damage. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer states the clear part at the top of where the reservoir goes looks very loose and it seems like it was come off pretty soon. Customer also states the insulin pump had a crack that goes from the front of the insulin pump all the way to the back and back again to the battery compartment, but it was functional bumped. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with case cracked behind insulin pump near battery compartment and cracked battery tube threads. Insulin pump passed the displacement test.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018.